Event description:
It was reported the pt's device was showing high impedance readings. Readings on some bipolar pairs were >4,000 ohms. The possibility of an open circuit was discussed. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.